Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3363145. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) used sample was returned for evaluation by our quality team. Through examination of the sample, no issues were found with the barrel, hub, or needle shield components. Upon inspection of the catheter component, a cut was found near the catheter tip. The cut appeared to have the characteristic ¿v¿ shape of a needle that had pierced through. Through the investigation results, it is possible to confirm that the catheter was transfixed. If the product had been transfixed due to a manufacturing defect, it would not have been possible to use the product. A probable cause could be related to the use of the product. It can be inferred that when using the catheter, a 360-degree rotation was performed. It is possible that during this rotation, the catheter was pushed forward, transfixing the catheter during puncture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte autoguard catheter is defective. The following information was provided by the initial reporter, translated from portuguese to english: opened during a puncture in the same patient. Mild damage to the patient. Additional information updated on 13 july, 2024: the description seems to have verbiage such as "catheter opened during a puncture in the same patient. Slight damage to patient". Please clarify if there was any damage/breakage/breakage of the catheter during the puncture: a: the "silicone" catheter opened as if it had torn being inside the patient's skin. What medical intervention was provided to patient? A:no medical intervention was necessary, but nursing intervention was required due to the vein rupture, local compression was performed to avoid hematoma. Puncture was performed elsewhere. Was there any delay or change in the course of treatment due to the event? A:there was a delay in completing the procedure, as well as a delay in starting the medication: antibiotic, as it was also necessary to collect a blood culture. The course of treatment after we consider satisfactory patient suffered no subsequent damage.

Manufacturer narrative:
E1. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.